Event description:
One of trilliant's sales representatives was informed by (B)(6) hospital that a 300-50-008 plate was broken in a patient that had undergone surgery on (B)(6) 2017. The patient came in for post-op visit (2-3 weeks after the surgery). At this time, the surgeon noticed some swelling and after taking x-rays noticed the plate was broken. The 300-50-008 plate was removed from the patient on (B)(6) 2017 during a revision case as a fusion had not occurred.